Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the reservoir was leaking. Patient involvement is unknown. It was reported that no further information is available for this event.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted the device was received with a small crack on the bottom of the water tank cover. Chips out of the paint on the front cover and a corroded quick connect. Functional testing found water started leaking from the bottom of the water tank cover. Complaint was confirmed. Root cause was attributed to the crack in the water tank cover. What caused this condition could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced water tank cover, front cover, quick connect. Performed preventative maintenance. Changed o rings and reservoir gasket. Calibrated device. Device passed functional testing after the completed repairs.